Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. Evaluation of the returned device revealed that it could be advanced through its introducer sheath without issue. Therefore, the reported issue could not be confirmed. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil out of its introducer sheath and into the non-penumbra microcatheter, the physician encountered resistance when the coil reached the end of the introducer sheath. Subsequently, the coil was unable to advance out of the tip of the introducer sheath. Therefore, the introducer sheath containing the ruby coil was removed and the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.